Event description:
It was reported that a pt underwent an intrathecal pump and catheter implant procedure on (B)(6) 2010 and suture was used. The surgeon used the product to close the skin on the back, and then noticed that the needle tip was missing. The surgeon felt that the tip was too small to x-ray and did not think it was worth the risk to retrieve the tip.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.